Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported during unpacking of the involved angio-seal device it spread at the distal end. During insertion of the dilator, the distal end was around 1cm, completely spread and stretched, and it could not be used on the patient. Another angio-seal device was used to achieve hemostasis. Additional information was received on march 26, 2018. It was reported there were no other devices used with the angio-seal, as the issue was found during preparation.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 8fr angio-seal vip device was received for product analysis. The carrier tube assembly was returned along with the hemostatic sheath and arteriotomy locator. The returned components were subjected to visual analysis. There were no anomalies noted with the carrier tube assembly. The bypass tube was observed in the manufacturing position. The arteriotomy locator was returned inserted into the hemostatic sheath. The distal tip of the hemostatic sheath appeared flared. There was a 0.3685" slit in the hemostatic sheath as measured with a sliding gauge. The slit appeared smooth as though the hemostatic sheath was exposed to a sharp edge. Based on the returned, device the complaint could be confirmed for a fracture/ split/ crack in the hemostatic sheath. Terumo is currently investigating the reported event to determine if it is manufacturing related.